Manufacturer narrative:
Medtronic received information that approximately 1 month post implant of this 21mm aortic bioprosthetic valve a coronary artery occlusion was found which was attributed to the use of an over sized valve. Sizing was performed, however the physician used a non medtronic sizer. The over sized valve was placed which caused the blood flow to the coronary artery to be blocked which led to a bypass procedure. And later the patient passed away from no activity to the heart. The physician stated that there was no valve malfunction and that the patient death was attributed to the use of an over-sized valve. Correction report filed for event description updated device serial # updated implant date updated expiration date: updated device manufacture date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 1 month post implant of this 21mm aortic bioprosthetic valve a coronary artery occlusion was found which was attributed to the use of an over sized valve. The over sized valve led to a bypass procedure. And later the patient passed away. The physician stated that there was no valve malfunction and that it was attributed more to the use of an oversized valve.